Event description:
During an intubation with retromolar approach, doctor was having difficulties introducing the intubation scope. After some attempts, doctor decided to suction the mouth and noticed blood in the suction tube. A hole was found in the soft pallet near the tonsils. Three stitches were made. The pt was then intubated with the laryngeal blade and endo tracheal tube and the scheduled procedure proceeded with no other problems.